Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the ins incision didn't heal properly and became infected about 4 weeks after implant date. As a result, the patient stated that they never got the final step of turning on the ins and setting the stimulation level. Agent reviewed how to use the smart programmer and communicator to connect to the ins. Once the patient connected to the ins, they could see that the therapy was already turned on, amplitude was set to 0.6, and program 3 was active. The patient decided to increase stimulation, and confirmed they could feel comfortable stimulation once the amplitude reached 1.8. The patient will maintain stimulation level. Patient did not require further assistance.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.